Manufacturer narrative:
(B)(4). Batch # unk. The lot/ batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event?

Event description:
The mhra reported that during an unknown procedure, the powered vascular stapler, pve35a, loaded with vascular reload, was attempted for firing, however, the stapler fired just half way, then stopped. Manual override was applied to remove the device. A new device was then opened. Patient consequence was not reported.

Manufacturer narrative:
Pc-(B)(4). Date sent: 5/10/2021 additional information received: d4: lot number